Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a right ventricular (rv) lead was attempted but not used during implant. It was noted that there was placement difficulty, where the helix would not extend out after multiple attempts at placement. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: the full lead was returned, analyzed, and the helix of the lead was extrinsically bent. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The helix of the lead had an out of specification analysis result for extension/retraction due to greater than indicated number of turns to extend. Visual analysis of the lead indicated damage at implant. The analyst noted that the lead was returned with the helix retracted and tissue visible in it. Used alcohol to loosened tissue, helix extends(but not in spec) and found bent. Accurate measurement not possible due to bent helix. If information is provided in the future, a supplemental report will be issued.